Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a lead revision due to high capture thresholds. High, out of range, pacing lead impedance was also observed. The patient was asymptomatic. The lead was capped and replaced successfully.